Manufacturer narrative:
(B)(4). Instrument b: batch # g5yn22, exp date: 02/31/2015. The analysis found that one (B)(4) device a was returned in good visual condition and without cartridge reload present. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The (B)(4) device b was received for analysis with no visual non-conformances, the indicator in the locked position and with a blue cartridge reload present. In addition, the device was received with the anvil closed on a piece of blue gauze. The cartridge reload was received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. G5yn22 a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric by pass procedure the surgeon was closing the handle to place down the trocar and the handle broke on the first firing. He removed the first device and requested a second like device to use. The surgeon decided to fire the device on a sterile green lap towel without a cartridge and the device would not open once fired. The device still has the lap towel attached for return. The devices did not come into contact with the patient. They completed the procedure with third new like device. There was no patient consequence reported. . (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.